Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. The customer stated each time the battery was replaced the pump alarmed battery test failed. The customer's blood glucose was 167mg/dl. The customer was advised the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm, battery out limit alarm noted. The insulin pump was received with minor scratched display window.